Event description:
Device 3 of 4: reference MFR report: 1627487-2013-18352, reference MFR report: 1627487-2013-18353, reference MFR report: 1627487-2013-18355. It was reported the pt is experiencing heating at the ipg site while charging. The pt recently lost approximately 25 pounds and the ipg is superficial which is causing the pt persistent discomfort. Also, the pt is experiencing ineffective stimulation as well as increased pain when stimulation is on. Surgical intervention was undertaken and the pt's ipg was explanted and replaced. During the procedure, fluoroscopy revealed the model 3183 lead appeared to be coiled and cut. The lead was subsequently explanted. The pt reported effective stimulation coverage postoperative. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.